Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+1.0/114 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. The lens was removed and successfully replaced with an alternate lens intra-operatively. No patient injury occurred and the cause of the event is reported as unknown.